Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed a pump error indication motor arm failed self-test. The customer blood glucose level was unknown. Alarm did not occur during the rewind. The insulin pump passed the self-test. The error table indicated the insulin pump should be returned. The customer will return insulin pump for analysis.

Manufacturer narrative:
Device received with constant rf pic failed self test alarm and unable to communicate to blood glucose meter due to a faulty connector radio frequency board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to rf pic failed self test alarm.